Manufacturer narrative:
Image review: three photographic images were received for analysis. The first image is of the device¿s pouch label. The second image is of a cine image that shows the balloon not fully inflated just proximal of the middle of the balloon length. The third image is a cropped enlargement of the second image. Technical analysis of the images provided confirm the ¿balloon twist¿ / ¿candy wrapper¿ of pacific xtreme pta balloon catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was using a pacific xtreme pta balloon to treat a moderately calcified, non-tortuous, plaque 50% stenotic lesion in the mid right superficial femoral artery(sfa). There was no damage noted to the packaging and there were no issues noted when removing the device from the tray/hoop. The device was prepped without issue. No embolic protection was used. The device was inflated with an inflation device. The device did not pass through a previously deployed stent, no resistance was encountered nor excessive force used on advancing the device to the target lesion. A ¿candy wrap¿ effect was observed on the pacific xtreme ptaballoon when inflated the first time. The rewrap tool was not used. A 120mm chocolate pta balloon was used to complete the procedure without issue. No patient injury was reported.